Event description:
It was reported that bd ultra fine¿ insulin pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that insulin does not dispense at a regular rate, delaying the process. Almost as if the needle is clogged or the insulin is flowing through faster. Verbatim: (B)(6) 2019 11:05 am sometimes our needles do not dispense the insulin at the regular rate, delaying the process. Almost as if the needle is clogged or the insulin is going through it faster. We are wondering why it happens so often. We use the bd ultra fine 5mm x 31g.

Manufacturer narrative:
Investigation summary: customer returned (5) open 5mm, 31g pen needles without the tear drop label or inner shield. Customer states that the flow will stop before the entire dosage is complete as if the needle is clogged. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ insulin pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that insulin does not dispense at a regular rate, delaying the process. Almost as if the needle is clogged or the insulin is flowing through faster. Verbatim: january 19, 2019 11:05 am. Sometimes our needles do not dispense the insulin at the regular rate, delaying the process. Almost as if the needle is clogged or the insulin is going through it faster. We are wondering why it happens so often. We use the bd ultra fine 5mm x 31g.

Event description:
It was reported that bd ultra fine¿ insulin pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that insulin does not dispense at a regular rate, delaying the process. Almost as if the needle is clogged or the insulin is flowing through faster. Verbatim: january 19, 2019 11:05 am sometimes our needles do not dispense the insulin at the regular rate, delaying the process. Almost as if the needle is clogged or the insulin is going through it faster. We are wondering why it happens so often. We use the bd ultra fine 5mm x 31g.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd ultra fine¿ insulin pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that insulin does not dispense at a regular rate, delaying the process. Almost as if the needle is clogged or the insulin is flowing through faster. Verbatim: january 19, 2019 11:05 am sometimes our needles do not dispense the insulin at the regular rate, delaying the process. Almost as if the needle is clogged or the insulin is going through it faster. We are wondering why it happens so often. We use the bd ultra fine 5mm x 31g. Medical device brand name: bd ultra fine¿ insulin pen needle. Common device name: insulin pen needle. Unique identifier (UDI) #: (B)(4). Medical device manufacturer: (B)(6). Medical device catalog #: 320145. Medical device expiration date: 2023-08-31. Medical device lot #: 8233905. Initial reporter address 1: (B)(6). Manufacturing location: (B)(4). PMA/510(k)#: k131358. Device manufacture date: 2018-08-21.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that insulin does not dispense at a regular rate, delaying the process. Almost as if the needle is clogged or the insulin is flowing through faster. Verbatim: on (B)(6) 2019 11:05 am: sometimes our needles do not dispense the insulin at the regular rate, delaying the process. Almost as if the needle is clogged or the insulin is going through it faster. We are wondering why it happens so often. We use the bd ultra fine 5mm x 31g.